Manufacturer narrative:
Continuation of medical devices: information references the main component of the system. Other relevant device(s) are: sg-64. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide, heli-fx applier and endoanchors were used in the endovascular treatment of stent graft migration and a type ia endoleak for a 58mm ruptured abdominal aortic aneurysm in the patient. The aortic neck length was 4.7 mm. The patient had initial endograft repair approximately 5 years earlier with an unknown manufacturers device. Another manufacturer aortic cuff was also implanted on the same day as the endoanchors as part of the anticipated treatment plan. It was reported that a total of 8 endoanchors were implanted with 4 between the main body and proximal neck and 4 between the aortic cuff and aortic neck. It was reported that the patient had right renal artery stenosis approximately 1 month post procedure. The patient received treatment on the same day with trans-radial angioplasty and a reinforcing vein and a crushed snorkel stent within the right renal artery and the event was resolved. It was noted by the physician to be related to the aaa and the sponsor determined a possible relationship to device and procedure. No additional clinical sequelae were reported and the patient will be monitored.